Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's blood glucose levels from the meter and boluses, not registering in the pump history. The mother states the pump was with the customer at school, but has noticed the history anomaly for about a month now. The mother states the customer would call back at a later time.